Manufacturer narrative:
Additional information: d9, h3, h6, h11.h11: five (5) actual devices were received for evaluation. A visual inspection was performed on the returned samples, and it was noted that for sample #1 there was a tiny dark spot embedded in the outside of the tubing, not in the fluid pathway. For sample #2, it was noted that there was a tiny dark spot particulate embedded in the clear plastic material of the sealed packaging, not in the fluid path. For sample #3, it was noted that there was a tiny dark spot embedded in the outside of the tubing, not in the fluid path. For sample #4, it was noted that there was a tiny dark spot particulate embedded in the clear plastic material of the seal packaging, not in the fluid pathway. In addition, a clear or opaque imperfection spot was embedded in the outside of the tubing, not in the fluid pathway. For sample #5, it was noted that there was a tiny dark spot embedded in the outside of the tubing, not in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in an unspecified location of five (5) exactamix vented micro-volume inlets. This was discovered prior to use. There was no patient involvement. No additional information is available.